Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received an occlusion alarm while away at camp. The customer's blood glucose level was 577 mg/dl with small-moderate ketones. The infusion set site was changed and an insulin injection was used to address the bg level. The occlusion was resolved with the site change. In addition, the ketones were resolved. As the occlusion alarm had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.